Event description:
It was reported that the patient lost weight and the battery became uncomfortable. The patient fell on the pocket area and the pain started after. The action required as a result of the event was replacement. It was unknown if any diagnostic testing or troubleshooting was performed. The product issue was resolved and the cause of the issue was determined. The explanted battery would be returned. The patient symptom associated with the event was pain at the device pocket. The patient status was alive with no injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3889-28, lot# v699552, implanted: (B)(6) 2011, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the ins (B)(4) found no anomaly. (B)(4).

Event description:
Additional information received reported that the patient was receiving effective therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.